Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed. A field service engineer had the customer log in and observed multiple failed cubie pockets on drawer 1.1 in the main unit; some pockets were recovered while others remained off the bus, shut down the unit, reseated the cables on drawer 1.1, and powered it back on, after which the previously missing cubie pockets appeared restored and the customer was able to perform inventory. However, following an additional reboot, the same pockets were again not detected on the bus. Further inspection confirmed that row b4 cubie pocket on drawer 1.1 was not detected despite correct trailer light status and no physical obstructions, replaced the inner controller board and rebooted the station, after which all affected pockets were successfully detected on the bus, and the customer completed inventory without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1.1 failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.